Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended after implant. A surgical procedure was performed to replace the device. There were no patient complications reported.